Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed low p-waves and variable thresholds on the atrial lead. Review of the auto mode switch episode showed loss of capture on the atrial lead. Chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2016. The patient's condition was stable post procedure.